Manufacturer narrative:
If information is provided in the future, a supplemental report will be sent.

Event description:
It was reported that this right ventricular was explanted due to high thresholds and low amplitud. The physician suspected a micro perforation so it was determined that a lead revision was necessary. This lead was successfully replaced. No additional adverse patient effects.